Event description:
Pt presented with every increasing discomfort in the lateral aspect of the left hip and buttock. Walks with severe antalgic gait. X-ray revealed eccentric cup wear in left acetabulum requiring revision surgery.